Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the leadless implantable pulse generator (ipg), the physician performed an av node ablation, and it was noted that the device thresholds began to rise. A post operative check the following day indicated that the thresholds continued to rise to high levels. The device was programmed off, and a single chamber implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.